Event description:
It was reported when the pt (B)(6) pushed the amplitude decrease button on the pt programmer, it resulted in an increase in amplitude. A replacement pt programmer resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.